Event description:
It was reported the programmer printer status shows "out of paper" occasionally. The programmer was returned for repair and subsequently tested out of specification during the manufacturer's analysis. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - verified customer comment; printer status shows out of paper occasionally due to jammed paper and broken printer. The keyboard connector was bad.